Event description:
It was reported that the device had reached elective replacement indicator prematurely due to the amplitude (6 volts) for high atrial lead thresholds. It was also reported that the atrial lead was undersensing. The device was explanted and replaced. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The analysis revealed normal depletion that meets expected longevity.